Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav1377 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that tip of dilator had been crushed and the guidewire was unable to pass through the dilator. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged vessel dilator was confirmed and the cause appeared to be use-related. The product returned for evaluation was one dualator vessel dilator. The sample exhibited curved shape memory. The tip exhibited deformation and discoloration. Microscopic inspection of the dilator tip confirmed extensive deformation. The tip exhibited an elliptical cross-section. Material flared outward at the corners of the ellipse. Mechanical damage was observed on the side of the dilator near the tip. Biological residue was observed. The tip compression, deformation and mechanical damage were consistent with device manipulation and attempted insertion against resistance. The biological residue indicated that damage occurred during attempted use. A lot history review (lhr) of reav1377 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that tip of dilator had been crushed and the guidewire was unable to pass through the dilator. There was no reported patient injury.